Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) in august. The device was programmed so that it would no longer emit tones due to being at eri. However, a few weeks later, the patient reported that the device was emitting tones again. At the follow up, it was noted that this ICD had reached end of life (eol). There was a concern that the time between eri to eol was shorter than expected. No adverse patient effects were reported.

Manufacturer narrative:
This device will be explanted sometime in the future, but will not be returned to boston scientific. This procedure date is unknown, and this device will not be replaced. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Subsequently, this ICD was received in our post market quality assurance laboratory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.